Manufacturer narrative:
Pump received with blank display, problem isolated to interface board.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display return after pump restart. The insulin pump will be returned for analysis.